Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device has a defective power switch. Requesting a quote for part replacement. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse placed parts ID order for the power switch overlay. A philips service engineer was not able to repair the device; therefore, it could not be confirmed if it failed to meet specifications. The service proposal for repair has expired with no customer approval. It is unknown what the outcome of the service event was, and no further information will be obtained at this time. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a defective power switch. Requesting a quote for part replacement. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse placed parts ID order for the power switch overlay. Investigation ongoing.

Manufacturer narrative:
(B)(6).